Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history record review could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Attempts have been made to obtain add'l info. (B)(4).

Event description:
A pharmacist reported that prior to intraocular lens (iol) implant surgery a localized capsular tear occurred. At the time of implantation of the first lens, one haptic remained vertical and implantation could not be completed. During manipulation to remove the lens, the tear in the posterior capsule increased in size and vitreous body came into the anterior chamber. An anterior vitrectomy was required and the second lens was implanted in the sulcus without an injector. The pharmacist reported that sutures were required and the surgery was prolonged. Following surgery the sutures were removed and the pt had astigmatism and decreased vision due to the astigmatism. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the second lens.